Event description:
I underwent an MRI at diagnostic facility. I was instructed not to remove my clothing, jewelry, clothing and shoes. My shoes had metal buckles. The magnet wrenched my foot into a position and held it there for 20 mins. I was in extreme pain and called out for help. No one came. I have been in physical therapy ever since. The ak area administrator, assures me that all appropriate procedures were followed, but I do not believe this is true. I want someone to make sure that the facility conforms to safer practices. The only permanent damage I can identify at this point is discoloration, due to damage to blood vessels; the muscle damage is expected to resolve with physical therapy.